Manufacturer narrative:
The investigation determined that sid and results from multiple patient samples tested on a vitros 3600 system were associated with the incorrect patient name when printed from the vitros 3600 system. User error while manually programming additional test requests for an existing sample's program was determined to be the root cause. The vitros 3600 system did not malfunction.

Event description:
A customer reported that sample identification numbers (sid) and results from multiple patient samples obtained from a vitros 3600 immunodiagnostic system were associated with the incorrect patient names. Only reports printed from the vitros 3600 system were affected. The correct sample was tested each time, and the results were associated with the correct sid and uploaded to the laboratory information system (lis) where the sid and results were associated with the correct patient. No erroneous results were reported from the laboratory. The event could have lead to erroneous results if the printed results associated with the incorrect patient names had been reported from the laboratory. The erroneous results could potentially lead to inappropriate physician action if not detected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).